Event description:
Reportedly, the patient underwent a small bowel resection and was subsequently brought back to the or for a re-operation after developing fever and pain. During the re-operation it was reported that the ta staple line was open. The patient condition is stable.